Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged for receiving change sensor alert, calibration not accepted alert, difference between blood glucose and sensor glucose values. The customer reported blood glucose value of 330 mg/dl. The event involved products mmt-1884, mmt-7040a, mmt-213a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was partially performed for difference between glucose values. The customer blood glucose was 330 mg/dl and sensor glucose value was 132 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 198 mg/dl and it was beyond acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-213a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Sensor carelink additional investigation was performed for the change sensor/bad sensor issue. No change sensor/bad sensor alerts found within 1 day of event date for this complaint. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.